Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2009; 638rl32 heart ring, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise and a possible fracture on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.